Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm during self test. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that the fill cannula was recorded in daily history. Customer performed self test again; however it did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace and pin 1 trace on keypad assembly.